Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the AED with "triple chirp" failure. There was no negative patient impact.